Manufacturer narrative:
(B)(4). D6a: exact initial implant date unknown - year = 2007. G2: foreign - event did not occur in australia. H6: proposed component code - mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested and not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial implantation on an unknown date approximately thirty (30) years ago where it is unknown whether they were implanted with a zb implant or not, as all original case information is unknown. Subsequently, the patient was revised on an unknown date in approximately nineteen (19) years ago due to unknown reasons where they received a zb implant at that time. The patient later underwent another revision approximately one (1) month ago due to loosening of the ulnar component. Attempts have been made and no further information has been provided.